Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation due to endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset occurs at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. A manufacturing related issue was not identified. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a 27mm valve implanted in the tricuspid position tested positive for candida albicans after an implant duration of 56 days. The 27mm valve was explanted after an implant duration of three months, eight days due to candida albicans endocarditis, vegetation, abscess, tricuspid stenosis, and tricuspid insufficiency. A 27mm valve was implanted in replacement. The patient also underwent vsd repair with a pericardial patch. On pod #7, the patient had pericardial effusion requiring mediastinal washout and chest closure. The patient was discharged on pod #27. Per received records, the patient presented to the hospital with hemoptysis after an implant duration of 56 days. The patient was hypotensive and tachycardic. Infectious workup revealed fungemia with blood cultures positive for candida albicans. The patient was taken to the operating room after an implant duration of three months, eight days and underwent a redo tricuspid valve replacement with another 27mm valve. The tricuspid valve was heavily infected with large vegetations that were obstructing the orifice of the prosthetic valve. A very large tricuspid valve ring abscess was identified which required extensive debridement. Due to the required extensive debridement, a vsd was created and was repaired with a pericardial patch. The tee at the end of the case demonstrated a well seated valve with minimal tricuspid regurgitation. The patient was transported to the ICU in critical, but stable condition. On pod #7, the patient had pericardial effusion requiring mediastinal washout and chest closure. The patient was discharged on pod #27.

Manufacturer narrative:
Reference: CAPA-20-00141.